Manufacturer narrative:
Follow-up #1: date of submission 19-jul-2018 - device evaluation: in quarter 2 of 2018, there were 72 instances of dim/fading/color spectrum failure found during investigation. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Device evaluation: in quarter 3 of 2018, there were 7 instances of dim/fading/color spectrum failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Of the 337 allegations of a malfunction, 228 pumps were returned to animas and investigated. Of the investigated pumps, 201 were found to be malfunctioning due to a display failure. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 337 malfunction events. A review of the events indicated that the one touch ping model pump experienced a dim/fading/color spectrum issue. These reports were received from various sources. The patients associated with this allegation ranged from 4-87 years of age and between 28 and 270 pounds. Of the reported patients, 144 were male, 192 were female, and 1 was unknown.

Manufacturer narrative:
Device evaluation: in quarter 4 of 2018, there were 1 instances of dim/fading/color spectrum failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.